Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to systemic infection, suspected of gall bladder, bacteremia. The patient had aortic valve (ao) replacement. There was no additional adverse patient effects reported. This ra lead was explanted.